Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The impella cp was placed via the femoral artery to support the 64-year-old female patient who had been admitted in with cardiogenic shock and acute myocardial, in scai stage d shock. The other underlying medical conditions/comorbidities are not shared. The patient's limb was pulseless prior to the pump placement, and after the cp was placed via the femoral artery the team could not even locate pulses by doppler ultrasound, and so the team explanted the pump and escalated to the axillary placed 5.5 pump after less that a day of support, after just 15 hours of support. Limb ischemia is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as the possible underlying disease, as the limb was showing ischemia signs before the pump was placed. Though, confirmation of known peripheral arterial disease was not shared.

Manufacturer narrative:
H6: codes updated per new information from the customer. Originally reported as an event and now good faith efforts confirm ischemia was present, prior to impella cp insertion. This is a a non-reportable complaint, the reported issue is no longer a serious injury complaint per the updated information received.